Event description:
This lead was successfully repositioned due to twiddlers syndrome and remains actively implanted.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.